Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Poke cheek [mouth injury]. Scab - cheek [oral mucosal scab]. Hyperpigmentation - cheek [skin hyperpigmentation]. Bleeding - cheeks [mouth haemorrhage]. Handle detaches from the brush head - oral-b [device breakage]. Case narrative: consumer reported via social media that handle detaches from the brush head, accidentally poke their cheek while brushing and caused small scab, hyperpigmentation and bleeding. No serious injury was reported.